Event description:
Vad coordinator reported to manufacturer that the cause of death was due to respiratory failure. No autopsy was performed and the pump was not explanted. The product was not returned.

Manufacturer narrative:
Additional information: a correlation between the device and the suspected thrombus and reported gi bleed could not be determined. It was noted that the death was not vad related. The vad readings were stable and the ldh within normal levels. Per the vad coordinator, the patent's death was due to respiratory issues. No autopsy was performed and the pump was not explanted. The product was not returned. Thrombus and bleeding are listed in the manufacturer¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was received, which indicated that the patient expired due to pump thrombosis, gi bleed, and renal failure.